Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient is questioning the bolus advice. Patient reported a bolus recommendation of 0 was recommended today with a reading of 173 mg/dl; did not enter carbs. Patient states there was no active insulin. No adverse event reported. Requested return of the alleged device for evaluation.